Event description:
A patient underwent a robotic cystectomy operation and the insorb 2030 skin stapler was used to close the skin incisions for all ports. Approximately half of the 6 cm camera port closure separated the same day. The separation was closed with metal skin staples.

Manufacturer narrative:
Device not returned to manufacturer.